Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2020 with the following findings: a review of the pump¿s black box and alarm history showed frequent low battery warnings and replace battery alarms. During investigation, the pump¿s electrical draws were tested and found to be within required specifications. No alarms occurred during testing. The investigation confirmed the power/battery life issue in the history but was not able to reproduce it during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that there was a power/battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.